Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate mode switching due to competitive atrial pacing was observed. Programming changes were made.